Event description:
A vaxcel pasv PICC had been therapeutically placed in a patient. The complainant was unable to provide a date of initial placement or explant of the device. Two months subsequent to the placement, during flushing of the device, a hole/break was observed in the line and located proximal to the suture wing. The device was removed from the patient and another replacement device was successfully implanted. No sequellae was identified by the compainant as a result of the reported problem. The inspection of the returned device identified holes in the catheter tubing located diatal to the suture wing.